Event description:
Her meter read 5.1 mmol/l. She stated that she misinterpreted the reading as 51 mg/dl and drank some juice. The customer did not allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.